Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2017, patient was started on duopa therapy. It was reported that on (B)(6) 2017, the patient was admitted to the hospital to have his peg-j tube and stoma checked as it seemed the medication was not working. The gi physician determined the patient had cellulitis at the stoma site and the patient was started on unspecified IV antibiotics. The physician thought the patient might not be feeling the full effects of the medication due to the infection and may need dosing adjustments due to recent start of therapy. Additional information indicated that pegj tube got infected as gastric juices got on it and had to be removed. The duopa therapy was held and patient is on wound care.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates, the patient was admitted to the hospital for stoma site infection. While in the hospital, patient was put on antibiotic vancomycin IV for the stoma site infection and received debridement treatment for the stoma site as they had found the patient had developed cellulitis and a fistula in the area. The physician's hypothesized that gastric fluid leaked into the subcutaneous tissue during the procedure which caused the infection and fistula. 'The patients spouse reported that pegj tube got infected and had to be removed. The patient was discharged from the hospital on (B)(6) 2017 .